Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 800 mg/dl. Elevated blood glucose was addressed with a manual insulin injection. Customer was hospitalized for elevated blood glucose, was treated intravenously with saline and insulin, and was released from the hospital two days later with the issue resolved and no permanent damage. Tandem technical support walked caller through system check and confirmed the pump is functioning as intended. Customer cleared the alarm and resumed insulin delivery.